Event description:
It was reported that the arctic sun device turned out that the water temperature did not drop during the inspection. Per review of wo on (B)(6) 2023, no patient involved. Per follow up information received via email on 27apr2023, the device was under investigation. Since the initial report was entered, the results would not come out so quickly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the water temperature did not drop during inspection. Circulation pump was replaced. Mixing pump was replaced preventatively. Unit was evaluated for functionality . Arctic sun passed all tests successfully and unit is ready to be returned to the customer. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device turned out that the water temperature did not drop during the inspection. Per review of wo on 26apr2023, no patient involved. Per follow up information received via email on 27apr2023, the device was under investigation. Since the initial report was entered, the results would not come out so quickly.